Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The customer has reported that the unit will not be returned at this time.

Event description:
It was reported to carefusion that a patients saturations started to drop while connected to model lap top ventilator 1200. While the staff was looking into the issue, they noticed the unit was very hot to the touch. The patient was removed from the unit and placed on a back up ventilator. The customer confirmed there was no further patient harm associated with the reported issue.